Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient obtained the blood glucose reading of 224 mg/dl on the reported meter, and a reading of 113 mg/dl on a second meter within 30 minutes. Afterwards, the patient took the action of consuming less food and/or drink. Two days later, the patient experienced the symptoms of sweating and clamminess. On (B)(6) 2010, the patient visited her physician, where she was treated with oral diabetes medications. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she ate less food based on an elevated meter reading. Therefore this complaint is being reported.

Event description:
It was reported that the insulin pump had frozen display while changing the settings. The customer tried to clear the frozen screen, but the device alarmed. No further info was provided.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that the patient was scheduled for a check up on (B)(6) 2007 but expired the night before due to a heart attack. Device relatedness to the patient's death was reported as "questionable." Additional information regarding the cause of death had been requested and not received.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.